Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, when the lead was connected to the device a decrease in sensing, loss of capture and high pacing lead impedance were observed. The lead was replaced. No adverse consequences to the patient.